Event description:
The initial attorney report alleged recurrent hernia, additional surgical intervention. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2000 - repair of incisional hernia with a kugel patch. The pt had undergone eight prior incision hernia repairs. On (B)(6) 2000 - presents to the emergency room with wound dehiscence, steri-strips were applied. On (B)(6) 2000 - presents to the emergency room with c/o abdominal pain. On (B)(6) 2000 - elective repair of ventral hernia with composix kugel mesh. On (B)(6) 2001 - after multiple attempts at ventral hernia repair, pt presents for repair using the stoppa procedure with dulex mesh. On (B)(6) 2001 - start of pain clinic visits for "neuropathic" abdominal pain. Continued through (B)(6) 2002. On (B)(6) 2002 - presents with sudden onset of increased abdominal pain. A CT was noted to have demonstrated a deep abdominal abscess. (No culture reports). On (B)(6) 2002 - partial excision of infected dulex mesh. The superficial surface of the mesh was exposed an incision was made in the mesh and it was discharged away from the underlying small bowel. On (B)(6) 2003 - exploratory laparotomy, resection of enterocutaneous fistula with adherent small bowel and marlex mesh. The remaining dulex mesh that was partially excised on (B)(6) 2002 was removed. On (B)(6) 2006 - repair of right inguinal hernia with a perfix plug and repair of a ventral hernia with flat mesh. On (B)(6) 2009 - incision, drainage, and wide local excision of abdominal abscess. On (B)(6) 2009 - excision of infected flat mesh and repair of large ventral hernia with two xenmatrix grafts.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be additional implants. The medical records indicated that the pt was treated for adhesions and fistula formation both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have been removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The medical records refer to a kugel patch implant on (B)(6) 2000, however, there was no indication that there were any issues related to this device. The composix kugel mesh implanted on (B)(6) 2000, was reported to the FDA in accordance with rae-(B)(4). The medical records refer to a perfix plug implant on (B)(6) 2006, however, there was no indication that there were any issues related to this device. See MDR 1213643-2012-00220 for information related to the flat mesh implanted on (B)(6) 2006. The medical records refer to two xenmatrix graft implants on (B)(6) 2009, however, there was no indication that there were any issues related to these devices.